Manufacturer narrative:
Evaluation summary: procedure recordings and logs were returned and evaluated. The customer complaint was verified. The root cause was determined to be incorrect fluoroscopy data capture. According to procedure recordings, the first local registration attempt could not be completed due to a pst structure change event (the issue occurred after the local registration wizard was opened, sweep was not performed). This most probably occurred by magnetic interference. The left and right patient sensors were positioned very high on the patient¿s body on the location board). This setup is more prone to magnetic interference problems. When rotating the fluoroscope it can get very close to the patient sensor on the patient¿s side and cause interference, in this case it was very close to the left patient sensor. During procedures the right and left patient sensors should be located lower, to avoid significant fluoroscope interference problems. On the second capture attempt, the number of visible fiducial bids was low and the image contained several dark areas (shadow in the image, diaphragm). This might have affected the angle calculation. On the third capture attempt, the video did not meet requirements due to low angle range - video length was too short. On the fourth and fifth local registration, all stages of local registration were completed successfully and correction was applied. On both fourth and fifth captures the fluoroscope was not perpendicular to the bed, this can affect distortion correction and affect algorithms performance. There were also fast movements that created blur in some of the images along the video, this can affect the visualization, and the bed rail appeared in the sweep, which can affect the quality of the visualization. During all sweep attempts the catheter was not properly centered and large section of the video did not contain the catheter tip and lesion. This can lead to poor visualization and affect algorithms performance. The fluoroscope should be positioned so that the catheter (and the lesion) appear throughout the whole sweep. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: ils-0001-fn, serial/lot #: unk, ubd: , UDI#: pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, there was a system inaccuracy. The superd was completed however, the patient had pneumothorax.